Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was damaged, the plunger tube was bent, and the right plunger case inside screw insert was broken off. A review of the event history log identified incorrect syringe size alarm. During functional testing the reported issue was duplicated while setting up for the flow test. The plunger tube was bent. The root cause of the problem was a result of the customer's physical damage to the device. Replaced plunger tube and performed functional and delivery testing which passed.

Event description:
It was reported that the pump exhibited an incorrect syringe size error and the drive shaft was bent. No patient injury was reported.